Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient could not enter their device into MRI mode due to invalid impedances on the lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated.